Event description:
A baxter engineer rteported a pump with depleted batteries. It is unknown when this occurred or if there was any patient injury or medical intervention necessary. No add'l info is available.